Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with a scale marking error. It was stated ¿during internal quality control of 200 syringes, 2 (two) syringes with the following defects are found: letter ¿5¿ on the marking is uneven and appears ¿dotty¿ and there are black dots from ink on the back of the syringe.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
A photo was received for evaluation. Two syringes were present in photo. One syringe had slightly spotty print on the 5ml mark and one syringe had embedded foreign matter in the barrel wall therefore failure mode is verified. Missing print is considered acceptable if under 50% of any given item (number, letter, or graduation line) is missing and still legible. Embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. : missing print is considered acceptable if under 50% of any given item (number, letter, or graduation line) is missing and still legible. Embedded fm can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with a scale marking error. It was stated ¿during internal quality control of 200 syringes, 2 (two) syringes with the following defects are found: letter ¿5¿ on the marking is uneven and appears ¿dotty¿ and there are black dots from ink on the back of the syringe.¿ there was no report of injury or further medical intervention.